Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a shallow deployment was required due to a septal bulge. The implant depth was assessed via echocardiogram and angiogram at 80% deployed. Based on the imaging, the decision was made to fully release the valve. The valve embolized aortically immediately upon full release from the dcs. A second valve was prepped and implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: the analysis was submitted incorrectly for the wrong valve. The valve remains implanted and no analysis was performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received in the galway return product analysis lab, loaded inside the delivery system. The valve was then forwarded to the santa ana product analysis lab via fedex in an explant kit, submerged in lightly cloudy 0.2% glutaraldehyde solution. The valve appeared discolored and in a crimped position. All leaflets were dehydrated and stiff. Signs of severe creasing and imprinting were observed. The condition appeared to be attributed to the valve being in the crimped position for an unknown amount of time. All leaflets appeared partially closed with a large gap between all leaflets. All commissures appeared intact. Distortion to the frame was noted on the outflow and waist regions of the valve likely attributed to the observations within the delivery catheter system (dcs) analysis. The valve was submerged in a warm saline bath in an attempt reset the valve to full dilation. Due to the dehydrated condition of the valve, the valve appeared to maintain a compressed state. As a result, a deployment simulation could not be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.